Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38086. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited loss of capture. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2022. The pacemaker was also explanted and replaced for unknown reason. The patient was stable.